Event description:
It was reported the device was causing the circuit breaker to trip. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presenting wear and tear damaged enclosure, front cover, and line cord, cracked tank cover, outdated pcb and power switch. The customer stated problem was duplicated, device failed the electrical test. Damaged power cord was found. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.